Manufacturer narrative:
(B)(4). Method: the complaint rt324 infant continuous flow breathing circuit was returned to fph in new (B)(4) for inspection, where it was visually inspected. Results: no damage was observed to the returned breathing circuit. All connections and port caps were also found to be tight. Conclusion: no fault was found to the returned breathing circuit as the reported fault was not replicated during inspection. All infant breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. Our user instructions which accompany the rt324 infant continuous flow breathing circuit state the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarm.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that the pressure line of one rt324 infant continuous flow breathing circuits would not stay connected to a viasis CPAP machine. No patient consequence was reported.